Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. This product is registered as a combination product.

Event description:
It was reported that the patient presented for remote follow up via merlin.net with recorded episodes on non-sustained right ventricular over-sensing caused by high amplitude noise artifacts on the ventricular sense channel. Programming interventions were made. The patient was in stable condition.